Event description:
It was reported that the hvli impedance was out of range after device change out. No therapies were delievered. The physician programmed the svc coil off. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.